Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned meter: partial characters. No defect found on returned test strips. Root cause: rc-026: meter displays partial characters due to user mechanical stress. The meter does not produce an e-4 or partial e-4 when running a blood glucose test. Note: manufacturer contacted customer in a follow-up call on 16-dec-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for defective lcd display. Customer stated the result values contained only two digits; customer stated that she had never obtained a result using the true metrix air meter that had contained three digits. Customer stated the lcd screen was not cracked and that it had no physical damage. Customer stated the true metrix air meter had not been dropped and nothing heavy had been placed on the screen at any time. The customer feels well and did not report any symptoms. Customer did not administer any medication based on the results, and no medical intervention related to the displayed results was reported. The meter memory was reviewed for previous test result history (customer stated that the mg/dl did not display on the screen and was unsure if the results were fasting or non-fasting): (B)(6).